Event description:
It was reported during a laparoscopic cholecystectomy the inner gasket of the trocar appeared to be not sealing adequately. The same trocar was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received and visual examination no conclusion could be reached as to how the reported incident occurred. The instrument was found to function as designed, with no anomalies observed. The incident reported by the surgeon could not be confirmed.